Event description:
Customer reports after dropping the inform ii meter it "exploded;" customer states a "flame was present for 5 seconds, then the flame got out, a lot of smoke and smell was present, the entire floor had to be aired." No adverse event reported. Replacement was sent.

Event description:
Customer reports after dropping the inform ii meter it "exploded;" customer reports after dropping the inform ii meter, it "exploded;" customer states a "flame was present for 5 seconds, than the flame got customer states a "flame was present for 5 seconds, than the flame got out, a lot of smoke and smell was present, the entire floor had to be out, a lot of smoke and smell was present, the entire floor had to be aired." No adverse event reported. Replacement was sent. Aired." No adverse event reported. Replacement was sent.

Manufacturer narrative:
The event occurred in foreign country.

Manufacturer narrative:
The event occurred in (B) (6).